Manufacturer narrative:
Investigation completed 12/28/2017. During evaluation it was observed that the cam rod was broken. Due to this fact , it was impossible to close the base handle. This is the first time the device was sent in for service. The customer complaint was confirmed. Device history record reviewed for product ID a2101, serial # (B)(4) was manufactured on 09jul08 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device.

Event description:
A report was received that a screw was broken. Request for additional information was sent and on 12dec2017, the following was provided: on (B)(6) 2017, a female patient, (B)(6) was placed in prone position for a cervical laminectomy. The product problem was detected at the beginning of the surgery while the patient was asleep. A mayfield system was borrowed from another hospital which led to an increase of anesthesia of 1 hour. It was reported that it ¿seems that this delay had no consequence on patient¿. There was no patient injured or death alleged.